Event description:
On (B)(6) 2014 the physician reported that the patient¿s depression still has not improved since her last battery replacement. He stated that her parameters in april 2013 were at output=3.0ma/frequency=30hz/pulse width=500usec/on time=14sec/off time=1.1min and that her current parameters are output=3.25ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=5min which she has been set to for about 3 months. The physician stated he will change her duty cycle and see if that helps.

Event description:
On (B)(6) 2013 the physician reported that the patient is still feeling depressed and doesn't feel that she has gotten back to her pre-battery replacement level. He stated that she continued to feel depressed since her battery died last (B)(6) 2012 and has not really recovered to the level she was before that. The physician was wanting to increase her settings; the patient's current settings were output=3ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.8min. He states she has been at 3.0 output current for a month and that her previous settings before the battery change where she was doing well was at 2.5. The physician stated he will likely try her at 23% duty cycle ( 14 on and 1.1 off) to see how she does.

Manufacturer narrative:
Additional information was received which changes the product the event is reported on.

Event description:
On (B)(6) 2014 the patient reported an increase in depression. The patient is hospitalized for severe depression. The patient stated that the physician would not increase the stimulation. The patient has been inpatient since (B)(6) 2014 and feels that the depression is due to the physician turning down her vns and her depression returning. On (B)(6) 2014 the physician reported that the patient has never improved from the depression prior to generator replacement and has been more or less depressed since then. He interrogated the vns on (B)(6) 2014 and reported the diagnostics to be normal and made changes to the on time from 21 seconds to 14 seconds and off time from 3 minutes to 1.8 minutes. The physician stated that the patient¿s increase in depression all started with the battery dying prior to replacement.

Manufacturer narrative:
.

Event description:
On (B)(6) 2013 the physician reported that the patient is still having increasing depression. It was noted that the patient was recently programmed to output=3ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.8min and has not responded positively to these settings. The physician detailed the patient¿s history of device settings: on (B)(6) 2013 the patient was programmed to output=2.0ma/frequency=30hz/pulse width=250usec/on time=21sec/off time=5min (same as with previous replacement); on (B)(6) 2013 the patient changed from output=2.5ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.8min to output=2.75ma; and on (B)(6) 2013 the patient was adjusted up to 3.0ma. The physician then stated that he would most likely adjust the patient¿s settings to 3.25ma or 3.5ma.

Event description:
On (B)(6) 2013, it was reported that the patient has been experiencing an increase in depression for the last two months due to unknown reasons. The physician stated that the patient historically will do really well with her depression and then will get worse, get well, then get worse, so this type of rapid increase in depressive symptoms is not abnormal for her; however, this recent episode is fairly severe. The patient was last seen in (B)(6) 2012 and was programmed to output=2.0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8minutes. The physician stated he thinks he should be more aggressive in settings to try and prevent the patient from needing ect treatment. The physician later reported that same day that he was not able to interrogate the patient's vns. The patient stated that she has not felt stimulation but she is not aware of stimulation and hasn't been for some time. He states that patient has recently started to have increased symptoms of depression since (B)(6) 2012 and he feels that maybe patient's device depleted at that time. He referred the patient for replacement. The patient underwent generator replacement on (B)(6) 2013. The explanted generator could not be returned due to the hospital's policy that they do not release any explanted devices from the pathology lab for 7 years. A battery life calculation was performed which showed 0 years remaining until eri=yes.